Event description:
Per the return product form, the device was explanted for prophylactic reasons with eri = no. Product analysis was performed on the returned portions of the explanted lead and generator. The lead assembly was returned for analysis due to allegations of ¿high impedance¿; however, the reported ¿high impedance¿ allegation was not verified within the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. In the product analysis lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Follow up with the physician found that the increase in seizure frequency was related to the vns not functioning. The programming history was not provided as the patient was only seen once. The vns was replaced as intervention. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. X-rays were recommended, but not performed. No additional information was provided.

Manufacturer narrative:
The initial report inadvertently listed the wrong event date.

Event description:
On (B)(6) 2013, the patient was seen in the office and found to have high lead impedance upon a system diagnostics test. The physician denied patient reporting any trauma or recent side effects. The patient was programmed off, but no x-rays were taken. Clinic notes were received which verify that high lead impedance was observed and state that the patient needs a replacement. Per the notes, the physician finds the vns helpful and has found it to be effective. Device manufacturing records for the lead and generator were reviewed. No unresolved non conformances were found and the device passed all final tests prior to distribution. The patient's lead and generator were replaced on (B)(6) 2013. The device has been returned and is pending product analysis. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Although device failure is suspected, product analysis of the returned portion of the lead found no device failure. Note: a portion of the lead was not returned, and therefore could not be analyzed.

Manufacturer narrative:
Event description, corrected data: information was obtained initially, but inadvertently not included on initial MDR.